Event description:
The user facility reported a 59-year-old female noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella 5.5 device for mechanical circulatory support. The complaint reported that a pump exchange due to hemolysis and suction was performed. The patient was suspected to have a form of hit, with elevated fibrinogen levels causing near occlusive clot in the inlet. Additionally, patient's ef is <5%, causing possible stasis in the left ventricle (lv). There was no thrombus noted. The pump was explanted and successfully exchanged.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for hemolysis has been completed. The impella device was not returned for evaluation. Data logs were returned and investigated. There were numerous "impella position unknown" and "impella in aorta" alarms noticed throughout the case. There were also suction events noted throughout the case. No motor current spikes were observed. Per the clinical information and data log review, the root cause of the hemolysis issue was likely improper positioning of the device due to improper technique. Instructions for use : impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ h6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03141: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. G1 reporting contact fax number missing.